Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. H3 other text : legal case.

Event description:
It was reported through the filing of a lawsuit that on (B)(6) 2018, the patient underwent trochanteric femoral nailing of the right hip using a cephalomedullary device with two distal locking holes. Allegedly the nail subsequently fractured and required revision surgery on (B)(6) 2018.